Manufacturer narrative:
Philips service replaced the collimator and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the collimator shutters did not open completely at the largest image format on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.